Event description:
It was reported that the device had all three (attention, charge pak and wrench) icons illuminated and would not power on. Installment of a new internal battery charger would not charge the internal battery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the reporter technical assistance and recommended purchasing a replacement defibrillator. The device was not returned to physio-control for analysis. The conclusive cause for the reported issue could not be determined.